Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced adhesive issue event on (B)(6) 2026. Since patient reported that infusion set tape was not sticking upon insertion and cause of the product not adhering and pulled off while playing. No further information available.